Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 555 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.